Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia 60mm articulating medium/thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned reload as received by medtronic was found to not meet specifications and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Based on the trend, no product enhancements will be generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: anterior resection of rectum. According to the reporter: the device was used with an I-drive. When the surgeon tried to fire at grasping tissue prior to the first fire, the device did not fire. A new reload was opened to complete the procedure. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used.